Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the transmitter is not working or not connecting. No additional patient or event information is available. The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing and functional testing was performed and the tests passed. The shared data log was reviewed and it a connection loss gap within the investigation window. The problem was confirmed a root cause could not be determined. The reported issue of transmitter is not working is reportable based on the finding of a loss of connection.